Manufacturer narrative:
(B)(4).

Event description:
It was reported that a day prior to this report when the neurostimulator (ins) was turned on, stimulation was felt at the neurostimulator (ins) pocket site after implant. It was added that at the day of the report the ins was checked all the impedance are normal, there was no out- of range. It was added that all modes, after 1.6 volts, the electrical stimulation at the neurostimulator site began and increased while voltage was increased. A follow-up report will be sent if additional information becomes available.